Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, the customer miscalculated the amount of insulin needed and delivered too large of boluses. Customer treated the low bg by consuming carbohydrates. The customer declined to perform further troubleshooting with tandem technical support. Recommendation was made for the customer to consult with a healthcare provider regarding their diabetes management.